Event description:
It was reported that during hip procedure on (B) (6) 2007, when stem package was opened, there was no screw included in package. Add'l stem was opened and screw was used to complete procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Furthermore, records show that all segmental locking screws were issued to the work order. There have been no trends identified related to this type of event. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.